Event description:
It was reported that during da vinci-assisted benign hysterectomy with endometriosis resection salpingectomy surgical procedure, the harmonic ace instrument tip had ripped off. It was not working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. Dissection was being performed when the issue occurred. Surgeon does not know why this issue occurred. The issue occurred in mid of the procedure. There was no collision. No fragment fell into the patient. The wrist was straightened. No resistance or damaged was noted. Surgery was completed robotically with backup instrument of same kind. No report of any injury. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. There was material missing as a result. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.